Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced stimulation. The left ventricular (lv) lead was evaluated and the physician reprogrammed the device. A month later, the patient was followed-up due to lead dislodgement. The patient underwent a surgical intervention however, the lead could not be reposition. Another lv lead was successfully replaced in a cardiac vein without phrenic stimulation. No additional adverse patient effects were reported.

Manufacturer narrative:
Three requests were made for product return; however, the device has not been received to date; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced stimulation. The left ventricular (lv) lead was evaluated and the physician reprogrammed the device. A month later, the patient was followed-up due to lead dislodgement. The patient underwent a surgical intervention however, the lead could not be reposition. Another lv lead was successfully replaced in a cardiac vein without phrenic stimulation. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient with this left ventricular (lv) lead experienced stimulation. The left ventricular (lv) lead was evaluated and the physician reprogrammed the device. A month later, the patient was followed-up due to lead dislodgement. The patient underwent a surgical intervention however, the lead could not be reposition. Another lv lead was successfully replaced in a cardiac vein without phrenic stimulation. No additional adverse patient effects were reported.